Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment difficulties and stent elongation were unable to be confirmed as it was based on circumstances of the procedure and the stent was not returned. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were related to case circumstances. Based on the reported information, it appears that inadequate distance between the introducer sheath and stent during deployment caused the stent to partially deploy within the sheath. Additionally, when attempting to pull the delivery system back, the stent implant elongated, and nose cone separated due to reduced clearance for the tip to retract into the introducer sheath with the stent partially deployed in it. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.code 1601 was removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified superficial femoral artery that was 70% stenosed. Pre-dilatation was performed with a 5mm and 6mm balloon. A 5.5x150mm supera stent was advanced to the lesion. The introducer sheath was positioned quite close to the proximal end of the stent during deployment. The stent implant deployed 0.5cm partially inside the introducer. When attempting to pull the delivery system back, the stent implant elongated and nose cone separated. A cut-down surgery was performed and successfully retrieved the separated tip and stent. Another supera was used to successfully complete the procedure at the target lesion. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.